Event description:
An implant card received on (B)(4) 2013 indicated that the patient underwent lead revision on (B)(4)2013 due to high impedance (>10000 ohms). Attempts for product return showed that the lead was discarded. It was stated that there did appear to be a clean break at the coils where it was attached to the nerve. The lead and coils at this point were cut off in many pieces so wasn¿t really suitable for inspection.

Event description:
On (B)(6) 2013, a lead break was reported. Follow-up showed that the event was first noted on (B)(6) 2013. The device was not programmed off: it was left at 0.25 ma output current, and the patient was not in discomfort. X-rays were taken on that day but have not been received for review. No trauma is known to have occurred. Surgery is likely but has not taken place. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Review of programming history. Additional information was received identifying the suspected medical device. This report is being submitted to correct this data.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death.

Event description:
Review of programming history showed that two system diagnostics indicated high impedance (>=10000 ohms) on (B)(6) 2013. Settings were adjusted, but the device was not disabled. No additional information has been received to date. Surgery is likely but has not taken place.